Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While reaming a screw came out of the offset reamer. This was not realized until the post-op x-ray to which patient had to be put back under anesthesia and had the wound opened back up so the screw could be retrieved. Case type: tha. Surgical delay : > 30 minutes.

Event description:
While reaming a screw came out of the offset reamer. This was not realized until the post-op x-ray to which patient had to be put back under anesthesia and had the wound opened back up so the screw could be retrieved. Case type: tha. Surgical delay : > 30 minutes.

Manufacturer narrative:
Update to b2 and d2. Reported issue ¿ while reaming, a screw came out of the offset reamer. This was not realized until the post op x-ray to which patient had to be put back under anesthesia and had the wound opened back up so the screw could be retrieved. Case type: tha surgical delay : > 30 minutes. Product identification ¿ the reported device was reported to be a mako offset cup reamer handle p/n 212760, lot 3761459. Product inspection ¿ could not be confirmed as p/n 212760 mako offset cup reamer handle was not provided. Three communication attempts were made and appropriate information was not received. Product was not returned. Product history review ¿ review of the product history records indicates (B)(4) devices were manufactured and all device(s) were accepted into final stock on 22 aug 2017. Review of the product history records indicates (B)(4) devices were manufactured and all device(s) were accepted into final stock on 09 aug 2017. Complaint history review ¿ a review of complaints in catsweb and trackwise related to p/n 212760, lot 3761459 shows 00 additional complaint related to the failure in this investigation. Conclusion - could not be confirmed as catalog# 212480 mako 2.7 degree angled sagital saw was not provided. Three communication attempts were made and appropriate information was not received. Product was not returned. If additional information is received, then the complaint will be reopened.